Event description:
It was reported that the external pulse generator did not give the correct output. It was also noted that the case holder had been broken and without the metal strength. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported incorrect output. Analysis confirmed the reported broken case holder; side bail covers are broken and ring cover, side bails, and ring bail are missing. Keyboard is scratched and looks like the letter p is burned into the keyboard. Lead flex cover is corroded. Battery drawer is contaminated. Lcd (liquid crystal display) is contaminated.